Manufacturer narrative:
During the device evaluation, the reported event of an inaccuracy could not be confirmed; no fault on the system was identified.

Event description:
It was reported that during a system check at the healthcare facility, accuracy issues were reported. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.